Event description:
The pt used the suspect device to check their blood glucose level. The pt obtained a result of 91mg/dl. The patient's spouse said the pt was incoherent and so the spouse called the ambulance. Upon arrival the emt's used their meter to check the pt's blood glucose. Their meter result was 34. The pt was given an IV and taken to the hospital. The hospital ran a lab blood glucose and the result was 41mg/dl. The pt was admitted to the hospital and put through many tests.